Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received for analysis. Unit returned with its original box. The unit returned has balloon detached. The balloon was inspected and was found to be detached. The balloon bonds were inspected and found to be continuous and intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon was separated from the shaft. After a non-bsc introducer sheath was inserted, a 33/7/2/100 equalizer¿ balloon catheter was advanced for dilatation. However, upon inflation, a leakage of the contrast media into the blood vessel was noted. The device was removed from the patient's body and it was confirmed that the shaft and the balloon part were separated inside the sheath. No parts of the device remained inside the patient's body and the procedure was completed with another 33/7/2/100 equalizer¿ balloon catheter. No patient complications were reported and the patient's status was good.